Event description:
Caller states the connector pins on the inform meter are blackened. The plastic around the connector pins is melted. No adverse event reported. A request was made for the return of the suspect device.